Event description:
This is a spontaneous case report received from a lawyer in the united states, on behalf of a plaintiff in united states on (B)(6) 2016 which refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2010. On or about (B)(6) 2010, plaintiff contacted her physician to discuss her birth control options, and underwent the essure procedure. On or about (B)(6) 2015, health care professional told her that the essure device had perforated her uterus and or her fallopian tubes and that she required a hysterectomy to remove it. On or about (B)(6) 2015, plaintiff underwent a hysterectomy to remove the device. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 5 years later, her health care professional told her that the essure device had perforated her uterus and or her fallopian tubes. She underwent a hysterectomy to remove the device. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact date and mechanism of the event was not specified. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. A product technical analysis is expected. Further information will be obtained through the litigation process.

Manufacturer narrative:
Quality-safety evaluation of ptc received on 05-aug-2016: the bayer reference number for the ptc report is: (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a female consumer who had essure (fallopian tube occlusion insert) inserted. Approximately 5 years later, her health care professional told her that the essure device had perforated her uterus and or her fallopian tubes. She underwent a hysterectomy to remove the device. This event is listed in the reference safety information for essure. In the present case, limited information was provided. The exact date and mechanism of the event was not specified. Given the nature of this event, a causal relationship with essure cannot be excluded. This case was regarded as incident since device removal was required. No sample available for this investigation and no valid lot number. Therefore, a product quality defect could not be confirmed but is considered plausible. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('one of the essure coils had migrated and perforated her uterus') in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included crohn's disease, dysmenorrhea, colitis and vaginal discharge. Concurrent conditions included pap smear abnormal, lsil, head injury, stroke, vertigo, fibrocystic breast, appetite lost, weight loss, left upper quadrant pain, demyelinating disease (excl multiple sclerosis), hydrocephalus, stenosis, allergic rhinitis, hyperlipidemia, disturbance of skin sensation, vitamin d deficiency, palpitations, blurring of vision, itching, tinnitus, hemorrhage (nos), giddiness, sinusitis, muscle spasms, hearing loss unilateral and swelling nos. Concomitant products included amitriptyline hydrochloride (elavil), azathioprine (imuran) and meclozine (meclizine). On (B)(6)2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dizziness ("dizziness") and neuralgia ("nerve pain"). In (B)(6)2010, the patient experienced menorrhagia ("long menstrual periods / abnormal bleeding menorrhagia"), menstruation irregular ("irregular menstrual cycle"), menstruation delayed ("missing periods"), hypomenorrhoea ("abnormally light"), allergy to metals ("nickel allergy"), rash ("rash on back, rash on pelvic area, rash on shins, rash on hips"), headache ("headaches"), migraine ("migraines"), temperature intolerance ("heat / cold sensitivity") and depressed mood ("depressed mood"). In 2011, the patient experienced dyspareunia ("dyspareunia (painful sexual\ intercourse)"), nausea ("nausea") and micturition urgency ("urgent urination"). On (B)(6)2013, the patient experienced hypoaesthesia ("numbness"), dysphemia ("stutter") and paraesthesia ("tingling in all extremities"). In 2013, the patient experienced tooth fracture ("dental problems, had five cracked teeth"). In (B)(6)2013, the patient experienced alopecia ("hair loss"). In (B)(6)2013, the patient experienced fatigue ("fatigue"). In (B)(6)2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), back pain ("back pain"), abdominal pain ("right quadrant abdominal pain/ navel is tiny bit sore"), skin mass ("develop a mass that was shaped like a drinking straw under my skin") and musculoskeletal pain ("joint and muscle pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, dyspareunia, menorrhagia, menstruation irregular, menstruation delayed, hypomenorrhoea, vaginal haemorrhage, allergy to metals, rash, abdominal pain, headache, migraine, temperature intolerance, depressed mood, nausea, tooth fracture, fatigue, alopecia, neuralgia, hypoaesthesia, dysphemia, paraesthesia and micturition urgency outcome was unknown, the back pain, dizziness and musculoskeletal pain was resolving and the skin mass had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, depressed mood, dizziness, dyspareunia, dysphemia, fatigue, headache, hypoaesthesia, hypomenorrhoea, menorrhagia, menstruation delayed, menstruation irregular, micturition urgency, migraine, musculoskeletal pain, nausea, neuralgia, paraesthesia, pelvic pain, rash, skin mass, temperature intolerance, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: hospital discharge diagnosis on (B)(6)2015: pelvic pain foreign body uterus and umbilical hernia. Hospital course: the patient underwent tlh salpingectomy and hernia repair and postop day 1 she was in good spirits feeling well with no complaint. The patient had spinal tap, MRI, nerve conduction studies, hearing exam and medication to help address neurological symptoms. At follow-up visit after essure removal procedure, surgeon said that one essure coil had migrated and was penetrating her uterus. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6)2011: results: essure device in the expected locations. Total bilateral occlusion. Pathology test - on (B)(6)2015: results: benign bilateral fallopian tubes with grossly identified intraluminal essure devices. Gross description: each fallopian tube displays a coiled metallic wire at its junction with the cornua consistent with an essure sterilization device. Post procedure diagnosis: foreign body in uterus, umbilical hernia. Concerning the injuries reported in this case, the following one/ones were reported via social media fatigue, back pain, abdominal pain, nausea,pelvic pain, headache, migraine, numbness, tingling, dizziness, fatigue, joint pain, nickel allergy, urgent urination. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 2-oct-2019: fu 10 and 11 processed together. Plaintiff fact sheet received. Reporter information updated. Previously reported event bladder problems/ urinary problems was merged with event urgent urination. Fallopian tube perforation deleted as per surgery report. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We conducted a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus and or her fallopian tubes/physician said it had moved (one coil)/migration of essure device location of device: uterus") and fallopian tube perforation ("essure device had perforated her uterus and or her fallopian tubes/physician said it had moved (one coil)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included crohn's disease, dysmenorrhea, colitis and vaginal discharge. Concurrent conditions included pap smear abnormal, lsil, head injury, stroke, vertigo and fibrocystic breast. Concomitant products included amitriptyline hydrochloride (elavil), azathioprine (imuran) and meclozine (meclizine). In april 2010, the patient had essure inserted. On (B)(6)2010, the patient experienced dizziness ("dizziness") and neuralgia ("nerve pain"). In september 2010, the patient experienced temperature intolerance ("heat / cold sensitivity"), depressed mood ("depressed mood"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("hormonal changes: long menstrual periods / abnormal bleeding menorrhagia"), menstruation delayed ("hormonal changes: missing period"), rash ("rash on back, rash on pelvic area, rash on shins, rash on hips"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and hypomenorrhoea ("abnormally light"). In 2011, the patient experienced dysuria ("urinary problems"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual\ intercourse)"). On (B)(6)2013, the patient experienced hypoaesthesia ("numbness"), dysphemia ("stutter") and paraesthesia ("tingling"). In 2013, the patient experienced tooth fracture ("dental problems, had five cracked teeth"). In august 2013, the patient experienced alopecia ("hair loss"). In september 2013, the patient experienced fatigue ("fatigue"). In october 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), skin mass ("develop a mass that was shaped like a drinking straw under my skin"), myalgia ("muscle pain"), arthralgia ("joints pain"), back pain ("back pain") and abdominal pain ("right quadrant abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6)2015. At the time of the report, the uterine perforation, fallopian tube perforation, temperature intolerance, depressed mood, menstruation irregular, menorrhagia, menstruation delayed, vaginal haemorrhage, rash, bladder disorder, dysuria, migraine, headache, nausea, tooth fracture, allergy to metals, dyspareunia, fatigue, alopecia, neuralgia, hypoaesthesia, dysphemia, paraesthesia, hypomenorrhoea, myalgia and abdominal pain outcome was unknown, the dizziness, arthralgia and back pain was resolving and the skin mass had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, depressed mood, dizziness, dyspareunia, dysphemia, dysuria, fallopian tube perforation, fatigue, headache, hypoaesthesia, hypomenorrhoea, menorrhagia, menstruation delayed, menstruation irregular, migraine, myalgia, nausea, neuralgia, paraesthesia, pelvic pain, rash, skin mass, temperature intolerance, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. Diagnostic results: on (B)(6)2011, hysterosalpingogram revealed essure device in the expected locations and successful obstruction of the fallopian tubes bilaterally. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on (B)(6)2018: pfs was received. Events added- heat, cold sensitivity, depressed mood, irregular menstrual cycle, long periods, abnormally light or missing periods, abnormal bleeding (abnormal bleeding vaginal, abnormal bleeding menorrhagia), physician said it had moved (one coil), rashes on back, pelvic area, shins, and hips, bladder or urinary problems or changes, migraines / headaches, nausea, dental problems, had five cracked teeth, dizziness, nerve pain, numbness, a stutter and tingling in all extremities. Also, I have had spinal tap, MRI¿s nerve conduction studies, hearing exam, and medication to help address my neurological symptoms, nickel allergy, dyspareunia (painful sexual\ intercourse), pain, fatigue, perforation (uterus), hair loss and had a large straw like mass pop up on right side. Essure device had perforated her uterus and or her fallopian tubes/physician said it had moved (one coil)/migration of essure device location of device: uterus. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. On (B)(6)2018: fup 2 and 3 processed together. Historical conditions, concomitant conditions and lab data added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ("essure device had perforated her uterus and or her fallopian tubes/physician said it had moved (one coil)/migration of essure device location of device: uterus") and fallopian tube perforation ("essure device had perforated her uterus and or her fallopian tubes/physician said it had moved (one coil)") in a 40-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included crohn's disease, dysmenorrhea, colitis and vaginal discharge. Concurrent conditions included pap smear abnormal, lsil, head injury, stroke, vertigo, fibrocystic breast, appetite lost, weight loss and left upper quadrant pain. Concomitant products included amitriptyline hydrochloride (elavil), azathioprine (imuran) and meclozine (meclizine). In (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced dizziness ("dizziness") and neuralgia ("nerve pain"). In (B)(6) 2010, the patient experienced temperature intolerance ("heat / cold sensitivity"), depressed mood ("depressed mood"), menstruation irregular ("irregular menstrual cycle"), menorrhagia ("hormonal changes: long menstrual periods / abnormal bleeding menorrhagia"), menstruation delayed ("hormonal changes: missing period"), rash ("rash on back, rash on pelvic area, rash on shins, rash on hips"), bladder disorder ("bladder problem"), migraine ("migraines"), headache ("headaches"), allergy to metals ("nickel allergy") and hypomenorrhoea ("abnormally light"). In 2011, the patient experienced dysuria ("urinary problems"), nausea ("nausea") and dyspareunia ("dyspareunia (painful sexual\ intercourse)"). On (B)(6) 2013, the patient experienced hypoaesthesia ("numbness"), dysphemia ("stutter") and paraesthesia ("tingling"). In 2013, the patient experienced tooth fracture ("dental problems, had five cracked teeth"). In (B)(6) 2013, the patient experienced alopecia ("hair loss"). In (B)(6) 2013, the patient experienced fatigue ("fatigue"). In (B)(6) 2015, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and fallopian tube perforation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pain"), vaginal haemorrhage ("abnormal bleeding vaginal"), skin mass ("develop a mass that was shaped like a drinking straw under my skin"), myalgia ("muscle pain"), arthralgia ("joints pain"), back pain ("back pain") and abdominal pain ("right quadrant abdominal pain"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)) and surgery (hysterectomy (full), salpingectomy (bilateral removal of fallopian tubes)). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, fallopian tube perforation, temperature intolerance, depressed mood, menstruation irregular, menorrhagia, menstruation delayed, vaginal haemorrhage, rash, bladder disorder, dysuria, migraine, headache, nausea, tooth fracture, allergy to metals, dyspareunia, fatigue, alopecia, neuralgia, hypoaesthesia, dysphemia, paraesthesia, hypomenorrhoea, myalgia and abdominal pain outcome was unknown, the dizziness, arthralgia and back pain was resolving and the skin mass had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, arthralgia, back pain, bladder disorder, depressed mood, dizziness, dyspareunia, dysphemia, dysuria, fallopian tube perforation, fatigue, headache, hypoaesthesia, hypomenorrhoea, menorrhagia, menstruation delayed, menstruation irregular, migraine, myalgia, nausea, neuralgia, paraesthesia, pelvic pain, rash, skin mass, temperature intolerance, tooth fracture, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: hospital discharge diagnosis on (B)(6) 2015: pelvic pain foreign body uterus and umbilical hernia. Hospital course: the patient underwent tlh salpingectomy and hernia repair and postop day 1 she was in good spirits feeling well with no complaint. Diagnostic results: on (B)(6) 2011, hysterosalpingogram revealed essure device in the expected locations and successful obstruction of the fallopian tubes bilaterally. On (B)(6) 2015, the surgical pathology report showed benign bilateral fallopian tubes with grossly identified intraluminal essure devices. Gross description: each fallopian tube displays a coiled metallic wire at its junction with the cornua consistent with an essure sterilization device. Concerning the injuries reported in this case, the following one/ones were reported via social media fatigue, back pain, abdominal pain, nausea,pelvic pain. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical events are known, possible, undesirable events and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-apr-2018: medical records received: surgical pathology report and hospital discharge diagnosis were reported. On 1-may-2018: medical record received. Reporter added. Concomitant disease added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Data correction for us reporting: the code knh was replaced with hhs.